Event description:
An infection around pump site was reported. Stopping the pump was being considered. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8731, serial #: (B)(4), implanted: (B)(6) 2004, explanted: unk. Catheter: model: 8711, lot #: j0058142r, implanted: (B)(6) 2001, explanted: unk. Personal therapy manager (ptm) programmer: model: 8835, serial #: (B)(4).